Event description:
Additionally, it was reported that the patient was injected with 3 ml of juvéderm® volite¿. Two months later, the patient experienced non-device related "polyps of cecum and sigmoid colon." A chest radiograph performed that resulted in ¿there were no definite cardiopulmonary abnormalities¿ and a multichannel 15-lead electrocardiogram that resulted in ¿sinus rhythm, occasional atrial premature beat.¿ the next day, an electronic colonoscopy that resulted in ¿electroresection of cecal polyps 2. Sigmoid polyps emr 3. Internal hemorrhoids¿ event is ongoing. Additionally, the patient also experienced non-device related "hyperlipemia" and "hypokalemia" the same day. Events are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4, b5, b6, h6.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, b6, h6.

Event description:
Additionally, it was reported clinical patient was discharged from hospital 3 days after admission.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Clarification to e.1. Facility name: (B)(6). Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "chronic gastritis" and "gastric polyp", deemed not device related, are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. Two months later, the patient experienced non-device related ¿chronic gastritis¿ and ¿gastric polyp¿ and was treated with mosapride citrate tablets, pantoprazole sodium enteric-coated tablets, etopride hydrochloride tablets, and rebabapide the same day. The gastric polyp resolved the same day, but the chronic gastritis is ongoing.